Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height cubie drawer 4 and cubie pocket e3 failed, which caused several medications to appear grayed out. The user was supposed to pull out some medications when the issue started. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused 5minutes delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was failed and the medications were grayed out. The technical support specialist (tss) logged into the system and performed a storage space recovery to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.